Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Upon opening the sterile packaging the ceramic head was covered with visible black particles. Head was discarded. Another head was available and used without issue. No surgical delay reported, no adverse patient and/or user consequence reported. Primary surgery, right side.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot: 1) quantity manufactured: 20. 2) date of manufacture: 08-jul-2021. 3) any anomalies or deviations identified in DHR: none. 4) expiry date: 30-jun-2026. 5) IFU reference: (B)(4).